Event description:
The customer reported that the unit shows a system failure [cycle power] 1000.

Manufacturer narrative:
H3 and h6: the factory has not yet received the device for evaluation and this complaint is still under investigation.